Manufacturer narrative:
The device was returned for investigation. There was no evidence of the reported allegation found in the event log. No disposable, pump turned off, power down, no disposable and high pressure alarm messages after pump starting were found in the pump's event history logs. A visual inspection and functional test were performed. The reported failure was not replicated. One possible, but unconfirmed, problem source was listed as fluid ingression on the pump by the chassis base of the downstream occlusion sensor. The root cause of the event can be attributed to the user. The downstream occlusion sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.